Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the partial clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. After deployment it was noted the clip was leaning. A second clip was implanted to stabilize the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, a conclusive cause for migration could not be determined in this complaint. The reported unexpected medical intervention appears to be due to case specific circumstances as one additional clip was implanted to stabilize the first clip reducing mitral regurgitation (mr) to grade 1. There is no indication of a product issue with respect to manufacture, design or labeling.